Event description:
Country of complaint: (B)(6). Thread is constantly tearing.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have not received any sample to analyze this complaint. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Corrected data: b.5: added type of procedure additional data added to a.2, a.3, a.4.

Event description:
Type of procedure: carotid endanterectomy.